Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient tried to recharge on saturday (B)(6) 2015 and experienced several jolting sensations and then was unable to charge. The patient was walked through the antenna locate (al) over the phone. Al was performed four times and on the fourth attempt, a screen with a doctor and ¿power on reset (por)¿ appeared. The patient pressed the audio button on the recharger which allowed the patient to begin charging normally. The patient was instructed to call the manufacturer representative (rep) of there were further issues, if the patient would like the rep to interrogate the system, or if they were not receiving effective therapy. If there was a product issue, the issue was resolve and the cause of the issue was not determined. The patient last successfully recharged approximately two months prior. The patient status at the time of the report was alive, no injury. The patient symptom or complication associated with the event was the jolting sensation when attempting to recharge on (B)(6) 2015 at an unknown location. However, there were no issues at the time of the report. The cause was not determined. The patient was doing fine, was able to charge effectively, and was receiving effective therapy.